Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control observed that there was no battery installed in the device. Physio installed a new battery and then the device powered on. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on in this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.